Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra 2 meter was giving her inaccurate high results. The medical affairs specialist spoke to the patient and verified the following information. On three days earlier, the patient tested her blood sugar on the reported lfs meter before bedtime at around 10:00 pm and received a higher reading. She was unable to recall the exact reading. She took her normal dosage of insulin, 65 units of novalog 70/30. She mentioned that she sometimes skips dosage of her insulin, if she receives a lower blood sugar reading. At around 1:00 am or 2:00 am, she woke up, as she was feeling shaky and nauseous. She treated herself with some juice and cookies and felt better after that. She denied seeking any medical attention due to the reported issue. The patient stated that she is diabetic for several years and gets hypoglycemic episodes several times. She also mentioned that her blood sugar bounces around a lot. Her normal blood sugar stays anywhere around 80-200 mg/dl. The csa verified that the condition of the test strips was good, the test strips were not expired, the control solution was not expired, the control solution was stored properly, the patient was using the correct control solution, the meter was coded properly and the unit of measurement was set correctly. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of receiving a high blood sugar result on the reported lfs meter and administered insulin and later, felt shakiness, which could be a characteristic symptom of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.